Event description:
The customer called for help with her meter. While troubleshooting, she performed control tests and received 2 results of "lo". The normal control range was not provided, but should be around 100-140 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.